Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer the elderly patient had groshong PICC placed in the catheter for 2 months, and found that the catheter had completely detached from the metal handle of the extension tube decompression sleeve, and the catheter had slipped into the tricuspid valve of the heart in the patient's body, and the patient was trying to perform interventional surgery to grasp it. It was reported this occurred twice for this patient. This report addresses the second event.